Event description:
It was reported to boston scientific corp that a wallflex enteral duodenal stent was used during a gastroscopy with stent placement performed on (B)(6) 2009, (over 18 years). According to the complainant, a 12 cm wallflex duodenal stent was advanced over a previously placed 9 cm wallflex duodenal stent. Once in place, the assistant attempted to deploy the stent by immobilizing the hub handle and pulling the exterior tube handle back along the stainless steel tube. After the stent had been partially deployed about 1.5 cm, the assistant started having difficulty pulling back on the exterior tube handle. The resistance caused the exterior tube handle to break and come loose. The stent was then re-constrained and removed from the scope. The procedure was completed with another same device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the investigation of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).